Event description:
It was reported the customer was hospitalized for high blood glucose. It was stated that the customer's blood glucose was treated with an insulin drip. Had customer perform a fixed prime test and the insulin exited. Performed a high-pressure test and the device passed the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.